Manufacturer narrative:
Lot number and expiration date added as well as device received (B)(4) 2014. Review of the device history record showed part manufacture date 05/29/2012 and that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing, no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device used for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that on (B)(6) 2013, a breakage of an implanted proximal femoral nail antirotation occurred in patient. This report is 3 of 3 for complaint (B)(4).